Manufacturer narrative:
The suspect device was returned to olympus. During inspection and testing, no proper image was shown when connecting the device to the video processor due to a defective camera cable without visible damage. Only test patterns such as color bars were visible on the screen. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported there was no image from the camera when it was connected during preparation for use. Another camera was used to complete the cases scheduled for the day. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was pointed out that an image was not displayed due to faulty cable. There was no description for the cause of the faulty cable. Olympus will continue to monitor field performance for this device.